Manufacturer narrative:
The customer received a replacement device via the advanced replacement/exchange program. The subject device was returned to the service center for evaluation. The evaluation confirmed the reported event as the evaluation found an intermittent camera head communication error, e224, that displayed. The cable unit was found defective. The rear cover label was faded. The device purchase date was on (B)(6) 2019. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that, during reprocessing, the customer reported the 4k camera head had an " e224 error code - camera head communication error". No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer . The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. A communication error (e224) is an error that occurs when a communication error with the processor occurs. Due to the damage of the cable, the processor and the camera head could no longer communicate. The damage to the cable is thought to be due to the handling of the user. To mitigate the risk of device (cable) damage, the instructions for use provides the following: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor complaints for this device.